Manufacturer narrative:
The investigation for the console (aic) loss of opm data and controller error-yellow alarm has been completed. Data logs were reviewed which found the console displayed the following error: ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm,¿ event #1045, which was resolved within 6 minutes. Also, there was a psnr alarm for a few seconds, which resolved automatically. The psnr alarm was likely caused by event #1045. After 3 hours and 40 minutes, event #1045 reoccurred and was resolved in 7 minutes. After 7 hours, there was a final occurrence of event #1045, after which support continued for an additional 6 days. This confirms the reported failure mode. During each event #1045 occurrence, the rt logs confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) were recorded as -16384 values due to the crc error. The console was returned for evaluation. The root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella support when the automated impella controller (aic) had ¿controller error¿ and ¿placement signal not reliable¿ alarms. Pulsatile motor current and appropriate flows were maintained. The doctor stated they gently ¿jiggled¿ the console on the stand and noted that the waveforms returned and both alarm conditions registered as resolved. Staff monitored and support continued. There was no patient harm.